Event description:
The literature describes a pt whole liver graft transplant pt. This is the sixth pt out of the 7 pts that experienced hepatic arterial thrombosis (hat) mentioned in this article. Three unspecified pts out of these 7 pts died. The transplanted liver was cold preserved with celsior as part of the transplantaiton procurement. The pt's medical history was not provided. On an unknown date, after transplant, the pt experienced hepatic artery thrombosis. The pt did not have any risk factors for the thrombosis. The cold ischemic time was 9 hours. The liver graft was flushed with 500 ml of cold (4 degrees celsius) 4% human albumin via the portal vein immediately before revascularization. The pt's clinical outcome is unknown. Concomitant medications were not provided. It was the opinion of the authors that endothelial injury leading to the event of hepatic artery thrombosis could not be ruled out and was possibly related to celsior. This is case report 6 of 7. No sample was returned and no lot number was provided by the user facility, therefore, co quality assurance is currently unable to perform an evaluation or lot history review.